Manufacturer narrative:
Lifescan received the meter involved with this complaint on (B)(4) 2011 and device evaluation was completed on (B)(4) 2011. During investigation, the alleged issue was confirmed that the test strip was getting stuck in the test strip port. Further investigation revealed that the spc pin 2 was lifting high.

Event description:
The reporter contacted lifescan (B)(4) alleging that a test strip could not be inserted into the subject meter's test strip port. The reported issue was unresolved with customer service troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.